Event description:
Reporter indicated that an unk vns pt had a sleep study recently and during the study, every 4.5-5 minutes for 30 seconds, the pt would have obstructive apnea. Another sleep study with vns disabled is likely. Attempts for further info about the pt and the events from the reporter have been unsuccessful to date.